Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site to inspect and trouble shoot the architect i2000sr analyzer, list number 03m74-02, serial (B)(4). The fse replaced the wash zone manifold, fep tips (rohs) (part number 7-96176-05), which was found to be the most likely cause of the customer's issue. The fse verified system functionality with a control run. Subsequent instrument operations and test results were acceptable. The architect systems operation manual, the architect i2000sr service and support manual and the architect total b-hcg assay package insert contain information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. No non-conformances, deviations or potential non-conformances associated with the affected product have been identified. There were no returns available from the customer site. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists.

Event description:
The customer reports that one patient sample ((B)(6) generated an initial architect total b-hcg assay result of 871.76 miu/ml on an architect i2000sr analyzer. The sample retested at "<1.2 miu/ml." No suspect results were reported from the lab. There is no impact to patient management reported.